Manufacturer narrative:
The reported event was confirmed. The evaluation verified that the jelly packet was empty and there was no sign of a tear or being opened by the user. Based on the evaluation, we conclude that the exact time of how and when problem occurred could not be determined. A potential root cause for this failure mode could be from vendor/rough handling.the sample was sent to the supplier further investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 5) lubricate the distal end of the catheterwith water-soluble lubricant packaged in the tray. [Storage method and expiration date] 1.storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no jelly inside the unopened jelly pouch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no jelly inside the unopened jelly pouch.